Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy and posterior colporrhaphy during mesh implantation. It was reported that due to urinary incontinence and erosion, the patient underwent mesh release and excision on (B)(6) 2005 and (B)(6) 2006. On (B)(6) 2006 the patient underwent mesh removal due to erosion and scar tissue repair. (B)(6). (B)(4)

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. The patient underwent a hysterectomy in (B)(6) 2005. It was reported that patient underwent mesh removal on (B)(6) 2006 due to erosion and scar tissue repair. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, anterior & posterior repair. It was reported that the patient underwent cystoureteral dilation on (B)(6) 2005 for retention of urine. It was reported that the patient underwent release and excision of the on (B)(6) 2005 by the implanting physician due to retention of urine postop and erosion of the pubovaginal sling. It was reported that the patient underwent urethrolysis and closure of erosion on (B)(6) 2006 due to erosion of sling and urinary retention. (B)(4).